Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 23 mmol/l. Customer treated with insulin pump for high blood glucose. Customer decline troubleshooting for high blood glucose. Customer was advised to monitor the insulin pump for high blood glucose and wait for an hour to observer the blood glucose whether blood glucose was came down before calibrating. Customer stated that they tried to calibrate with the high blood glucose and the insulin pump was not accepting that value and gave calibration not accepted. The insulin pump will not return for the analysis.